Event description:
A valiant stent graft system was implanted in zone 4 in a patient for the endovascular treatment of a 62 mm diameter thoracic aortic aneurysm. The proximal neck was 32 mm in diameter with a length of 75.8 mm. The distal neck was 32.6 mm in diameter with a length of 98.7 mm. The minimum diameter of the main access vessel was 5.3 mm. There was greater than 50 % mural thrombus in the aortic neck. It was reported that during follow-up, the patient had a wound infection. The investigator assessed the event as procedure related and not device related. The investigator stated that postoperative superinfection to the scarpa is a classic problem for this kind of procedure. The investigator considered the adverse event was quite close at the end of the re-hospitalization. The patient received medication and diagnostic procedure was done as well as other intervention not related to tevar. The event was unresolved and is continuing. The patient will be monitored. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).